Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had over 40 hospital stays due to over 50 inappropriate shocks and experienced burning sensation from the lead. Although it was reported that the lead was replaced in (B)(6) 2009, it is not known if the ICD was also replaced at that time.